Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.

Event description:
It was reported that during an unspecified procedure, the physician was unable to remove the balloon from the liberte' monorail stent delivery system (the balloon was not fully inflated, stenose grade declined from 99% to 50%). The physician removed the whole system (balloon, guide catheter and guidewire) together. The stent was successfully implanted. The lesion being treated was a stenotic lesion in a straight course right vessel. The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported as 'ok'.